Event description:
A customer reported inability to detect severe hemophiliac samples due to high recovery for factor viii when using pathrombin sl on the bct system. Controls were out of range; therefore results were not reported to the physician.